Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call for low blood glucose. Customer's son blood glucose was under 40 mg/dl. Customer declined to troubleshoot for having low blood glucose. Customer's father stated that the customer has been having blood glucose as low as 38 mg/dl and ate carbs to get the blood glucose up and it has been taking a long time for the blood glucose to come up. Customer's father stated that the blood glucose was able to be stabilized. The insulin pump will not be returned for analysis.